Manufacturer narrative:
This pump underwent functional testing protocol by the complaint evaluation specialist to investigate the reported error message that displayed during use, and to determine root cause. The functional testing confirmed the reported issue and found that the system error was caused by a piece of pinched clamp from an administration set lodged into the peristaltic mechanism (motor). Once this was removed, the pump completed the simulated infusion successfully. The investigation also found the door was grinding and required excessive for to open and close. A CAPA has been assigned to investigate the pump module door. Note: the manufacturer's instructions for use (IFU) define proper loading/unloading steps for the device. Subsequently, intuvie customer service informed the customer of the investigation findings, and the customer acknowledged the communication.

Event description:
Zyno medical received a report that during infusion, the pump had a system error. There were no other details provided.

Manufacturer narrative:
Upon reassessment, the reported system error failure mode has been determined to be non-reportable. It was determined that events involving a system error alarm during infusion are not reportable. The occurrence of system error represents a severity of 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).